Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer stated that the compromised force sensor system alarm was unable to be cleared. The customer stated that the drive support cap was sticking out. The customer stated that they never touched the drive support cap. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to slightly loose drive support disk also with corroded battery tube. The insulin pump passed displacement test. The insulin pump was received with minor scratches on the lcd window, cracked battery tube threads and missing the end cap sticker.